Event description:
On (B)(6) 2018, patient was revised due to loosening. Trabecular metal shell with augment was removed due to aseptic loosening. Implant cast stem with metal head was also removed. Palamed cement and tutobone were also used during primary procedure. Acet augm size 58. 20 mm thick is the tmt design controlled parts.

Event description:
Trabecular metal shell with augment was removed due to asepic loosening. Implant cast stem with metal head was also removed. Palamed cement and tutobone were also used during primary procedure. Acetabular augment is the tmt design controlled part.

Manufacturer narrative:
Device history record (DHR) review of item # 00489405820 / lot # 62857086, indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR shows no deviations that would have affected the surgical outcome or contributed to the reported event. No device was returned for evaluation, therefore only a device history review was performed and the condition of the device is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays or photos were not provided. Requests for more information were conducted through diligence log. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.